Event description:
The customer reported via phone call that the she had an occlusion on a reservoir. The customer state the bolus delivery had stopped. At which point troubleshooting was performed on the set, but still the insulin would not exit out of the set. The customer was advised to change the reservoir, and the insulin was able to exit. The customer's blood glucose level at the time of the incident was 97 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.